Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an during implant procedure, the patient exhibited palpitations, chest discomfort, cardiac perforation, a drop in blood pressure, increase in heart rate, drop in oxygen saturations and a pericardial effusion and cardiac tamponade were confirmed by echocardiogram (echo). The right ventricular (rv) lead was initially implanted in the apex, but multiple relocation attempts were necessary due to twitching from phrenic nerve and diaphragmatic nerve stimulation. After successful implantation of the rv lead with no twitching, on the fourth attempt, the patient was becoming vitally unstable. The patient was administered oxygen, the cardiac tamponade was drained by performing a drainage procedure, and the patient's blood pressure and ventricular rate stabilized and recovered to pre-operative values. Once the pericardial drain stopped draining blood, and the pericardial effusion was deemed fully drained on echo, the remainder of the ipg system was implanted successfully. The patient was medically monitored post-operatively. The rv lead remains in use. No further patient complications have been reported as a result of this event.